Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device in question was not returned for investigation, and no images were provided. Nothing indicates problems with access route since it was possible to advance the zteg-2p-42-162-pf. If device had been returned for investigation, it would have been possible to determine if the advancement difficulties were device related. However, as no product, photos or imaging were received to support this investigation it has not been possible to conclude an exact root cause for this event. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted zteg-2pt-42-208-pf from the right femoral and placed the stent graft in the distal aortic arch. Then he inserted zteg-2p-42-216-pf, but the delivery system would not pass through the previously placed zteg-2pt-42-208-pf. He replaced it with zteg-2p-42-162-pf and the stent graft was placed. He additionally placed esbe-42-81-t-jp and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.